Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced recurrent nocturnal low glucose while using the ilet and had been frequently pausing the pump, which was explained as potentially causing algorithm maladaptation; the user treated lows with oral glucose and agreed to additional training with a potential factory reset. Symptoms included hypoglycemia with associated dizziness and shaking, and the user also reported hot flashes/flushes; periods of high glucose were also noted. Outcomes included no health consequences or long-term impact. Investigation included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available due to insufficient information, and no specific device component could be identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.